Manufacturer narrative:
The pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to the loose/protruded drive support disk. No unexpected restart alarm was noted. The pump alarmed displayable history in the alarm history screen due to a corrupted history file. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip. Unable to perform the delivery accuracy test due to the motor error alarm anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.